Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported the trial patient pulled their trial wire loose. It was noted the patient was to move ahead with permanent implant. It was reported the patient¿s external neurostimulator battery only lasted a week.